Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there is an incomplete flap (no successful flap preparation) in the right eye of the patient during lasik surgery. There was no patient harm or impact and the procedure was not completed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The beam control check correction factor was minus twenty five microns. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was one twenty microns that is thinner than the recommended flap thickness of one thirty microns. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. Due to this complaint no on-site visit by a field service engineer was identified. The reported event is consistent with issues that can occur when the user inserted the patient interface cone with a downward force. The root cause is user handling. The manufacturer internal reference number is: (B)(4).